Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use and dovetail feature was flared. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. Complaint is confirmed based on the product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the 12mm articular surface did not assemble to the tibial tray. A second articular surface was opened and assembled to the tibial tray to complete the procedure satisfactorily. No additional information is available.